Event description:
On (B)(6) 2022, a patient (pt) from argentina reported discomfort, irritation, and pain in the right eye (od) within 1 week of wearing an acuvue® oasys® contact lens (cl) in may2022. The pt visited an eye care professional (ecp) on (B)(6) 2022 and was diagnosed with an od corneal ulcer. The pt was prescribed flomax q4h, lubricating drops q4h and moxifloxacin eye drops q1h. The pt reported follow-up visits on (B)(6) 2022, (B)(6) 2022, and an upcoming ecp visit on (B)(6) 2022. The pt reported the od is feeling better. The pt reports a 20 to 25-day cl replacement schedule with daily wear and uses arlyt solution to clean and store lenses. On (B)(6) 2022, the pt provided additional information. The pt reported the ecp advised the od ulcer has resolved but there is still a small scar. The pt was told not to wear cls for another 15-20 days, until seen for another follow-up. No additional information has been received. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number b00xtq6 was produced under normal conditions. The od suspect product was requested for return for evaluation, but it has not been received. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
Based on further review, it was noted the information below was inadvertently omitted when medwatch report was submitted under MDR # 1057985-2022-00058 filed on 12aug2022. On (B)(6) 2022, the patient (pt) sent an eye care professional (ecp) note via email. Ecp note dated: (B)(6) 2022. Diagnosis: corneal ulcer. On (B)(6) 2022, the pt sent an email with additional information. Attachment # 1: pharmacy receipt for farmasol, dated (B)(6) , year not provided. Attachment # 2: debit purchase dated (B)(6) (year not provided), pharmacy receipt, medication name purchased not provided. Attachment # 3: prescription for lotesoft on (B)(6) 2022. Attachment # 4: receipt for eye appointment, eye prescription, dated (B)(6) 2022. Attachment # 5: receipt for optical store for purchase for glasses/sunglasses. Attachment # 6: ecp note dated: (B)(6) 22 (partial date illegible); ¿patient with corneal. Abscess in right eye. In treatment. I suggest rest until further control on friday.¿ multiple calls were placed to the pt¿s treating ecp to verify diagnosis and treatment, but no additional information has been received. If any further relevant information is received, a supplemental report will be filed.